Event description:
It was reported that the patient presented to the emergency room experiencing fever and myalgia. The patient had developed an infection and the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.